Event description:
Healthcare professional (hcp) reported a home patient (hp) noted a leak in their transfer set 1/2 hour after connected. Per hcp, transfer set changed. Per hcp, the tubing and plastic end that attaches to the titanium adapter were not attached correctly. Per hcp, no patient injury associated with this incident.